Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: describe event or problem. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on november 7, 2016. It was further reported that no fragments were generated during the removal of the reported devices, nor was there a need for additional medical intervention aside from the previously reported revision surgery. All the initially implanted hardware was removed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: it is unknown when non-union and device breakage occurred. This report is for one unknown locking screw. (Other number) unknown part number, UDI is unavailable. Implant date was approximately 1 year ago. Device is unavailable for return. Unknown original therapy-surgical date. PMA 510(k): unknown, no part number available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 due to a broken 3.5 mm 8 hole locking compression plate (lcp), one (1) broken locking screw, and nonunion of the left humerus. The total construct of one (1) lcp plate and six (6) screws were originally implanted during an open reduction internal fixation (orif) of the left humerus approximately one year ago. On an unknown date, the plate and one (1) 3.5 mm locking screw were discovered broken. The plate was broken at the 5th hole which was occupied by an intact locking screw. The plate and six (6) screws were removed successfully, bone was harvested from her hip, and the patient was revised to a 4.5mm plate construct with screws with bone grafting. The revision surgery was successfully completed with no surgical delay. The patient outcome was unknown. Concomitant devices reported: unknown 3.5 mm locking screws (part number unknown, lot number unknown quantity of 3). Unknown 3.5mm cortex screws (part number unknown, lot number unknown, quantity of 2). This report is for one unknown locking screw. This is report 2 of 2 for (B)(4).